Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed flow rate test was reproduced . The device was tested for flow accuracy and overdelivered out of range (B)(4) error . A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed m2 spring. The pressure plate travel requires readjustment and m2/m3 spring requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.